Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the patient felt pain at the device site because the skin at the site was very thin. During the procedure, the implantable cardioverter-defibrillator was removed from the pocket and there were no signs of infection observed. A deeper pocket was formed with an antibiotic pouch. The device was never disconnected from the lead. All measurements were normal after the pocket was closed. The patient was stable before, during and after the procedure.